Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing stimulation even though stimulation is turned off. In addition, she also experiences the stimulation turning on by itself and numbness in her legs. The patient recently underwent surgical intervention to remove and replace her leads (reference MFR. Report: 1627487-2014-26619) and the issue began 3 days afterwards. The sjm representative confirmed the patient receives maximum stimulation even though the programmer displays the system as turned off. Follow up information identified the sensation the patient was experiencing was assumed to be the stimulation. It was confirmed the patient is not experiencing difficulty in ambulating while receiving stimulation, however the issue reoccurred and the patient underwent surgical intervention to remove and replace the lead with a different model. A CT scan showed the lead had migrated and was pressing on the nerve roots. Reprogramming was able to provide effective stimulation through the nerve spasms continued. The patient is to follow up with her physician.